Manufacturer narrative:
Customer has not returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.

Event description:
A report was received stating that the patient was admitted to the emergency room where a tracheostomy tube replacement was performed. Patient reportedly had issues breathing when the listed device was in use for 1-2 minutes. No specific product fault was reported on the listed device other than it caused breathing difficulties when in use. No incident related medical sequela was reported.